Event description:
Customer's wife reported via phone call that customer was going to suspend insulin pump due to medical procedure but would like to maintain sensor connected. Caller reported that customer had been having low blood glucose of 37 mg/dl. Call was transferred to helpline.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.